Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited cassette latch error. No adverse effects reported.

Manufacturer narrative:
Other, other text: h10 ?device evaluation: one cadd solis vip pump was returned for investigation in used condition. A review of the event history log (ehl) evidenced the following: " (B)(6) 2021 2:17:52 pm high alarm silenced: cassette not attached properly (B)(6) 2021 2:19:53 pm high alarm silenced: cassette not attached properly (B)(6) 2021 2:21:55 pm high alarm silenced: cassette not attached properly" the reported cassette not attached properly alarm, which was evidenced in the ehl, was reproduced during functional testing. The customer reported product problem was therefore verified. The alarm was produced because the dso sensor-nonreactive was defective. The problem source of this issue was unknown. A root cause was not established. The dso sensor was replaced to address the product problem.